Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Corrective action has been initiated for the reported issue.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: date of event - ni. Expiration date - ni. Initial reporter - ni. Manufacture date ¿ ni.

Event description:
It was reported that the inner sterile package was not fully sealed. There is no further information available.